Event description:
It was reported that a pump was alarming for a system error 105. There was no pt involvement associated with this deficiency.

Manufacturer narrative:
MFR ref (B)(4). The device was received inoperable due to the system error 105, confirming the complaint. The error was caused by a failed motor (flex). As a result, the motor will be replaced.